Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the pocket was closed post implant procedure, it was noted that the right atrial (ra) lead caused pleural effusion. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.